Event description:
The catheter was placed on 10/11/96 in the right median antecubital cephalic vein. On 10/13/96, the pt rolled over and the catheter broke. The catheter was removed. No pt injury was reported to have occurred.